Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause for the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the tip of the needle broke off and the device began to spark. The surgeon withdrew the assembly from the patient and could not locate the needle tip. An x-ray was performed on the patient to locate the device fragment; however, it was not observed. The user facility reports that the device fragment is considered "missing" but not in the patient. The intended procedure was completed with a similar device. There was no patient injury reported.